Event description:
Customer reportedly received the following results within 10 minutes on the same device: 48 mg/dl, 224 mg/dl, 196 mg/dl, and 173 mg/dl. No low blood symptoms reported. No action taken based on device results. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.